Event description:
It was reported that an error code would occur sometimes when an external pulse generator powered up. Technical services had the biomedical engineer measure the battery which measured low voltage. The biomed changed the battery and the device operated as designed. The device was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).